Event description:
The reporter indicated the surgeon inserted a cc4204a collamer aspheric single piece lens and noted a "bulls eye" ridge or defect in the center of the lens optic. The lens was damaged while being removed from the patient's eye with no adverse effect to the patient. The defect had a minimal effect on the vision, from 20/25 to 20/30.

Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens. (B)(4) - no consequences or impact to patient. (B)(4) - (bulls eye ridge/defect in center of lens). Method - lens work order search, device history record review. Results - a lens work order search was performed and no similar complaints were found within the work order. A review of the device history record was performed and review of the manufacturing process and sop indicates that the bulls eye pattern is commonly caused by the lathing process. Per qcsop 900 and lens cosmetic standards 110-r, 111-r, the manufacturing operators are trained to inspect for this defect. Since the lens lot is 100% inspected for cosmetic defects, any lens with a bulls eye pattern which is detectable at 10x magnification shall be filtered and rejected. It is possible that the bulls eye pattern is similar to that demonstrated by cosmetic standards 110-r and 111-r but very light in intensity and cannot be detected at the magnification used at cosmetic inspection. Based on this, there is no evident cause identifiable on what the root cause to this complaint is. Possible root causes would be using dirty or defective lathing tools, inadequate tumbling, inadequate inspection, and /or inadequately trained manufacturing personnel. Visual inspection of the returned product found a piece torn off and missing from the lens optic and one haptic. One haptic was scratched. There was a "bulls eye" defect in the center of the lens optic. The lens was returned in liquid and there was evidence of clear surgical residue. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).